Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient was admitted to the hospital on (B)(6) 2013 due to increased sciatic pain. The physician indicated one of the lead tails might have been irritating the nerve root. The patient underwent revision surgery on (B)(6) 2013 to reposition one of the lead tails. The patient's issue is now resolved.